Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for shield does not detach as intended and needle hub separates due to unknown lot number. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Rationale: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that an unspecified number of syringes 0.5ml 31ga 6mm experienced hub separation from the device during use. The following information was provided by the initial reporter: material no.: 324911 batch no.: unknown (provided 9091893). Consumer reported having a hard time removing shield and when it finally came off, the needle and hub separated and stayed in shield. Date of event: unknown.

Event description:
It was reported that an unspecified number of syringes 0.5ml 31ga 6mm experienced hub separation from the device during use. The following information was provided by the initial reporter: material no.: 324911 batch no.: 9091893. Consumer reported having a hard time removing shield and when it finally came off, the needle and hub separated and stayed in shield. Date of event: unknown.

Manufacturer narrative:
The following information has been updated: b.5. Describe event or problem: it was reported that an unspecified number of syringes 0.5ml 31ga 6mm experienced hub separation from the device during use. The following information was provided by the initial reporter: material no.: 324911 batch no.: 9091893. Consumer reported having a hard time removing shield and when it finally came off, the needle and hub separated and stayed in shield. Date of event: unknown. D.4. Medical device lot#: 9091893. D.4. Medical device expiration date: 2024-04-30. D.4. Unique identifier (UDI)#: (B)(4). H.4. Device manufacture date: 2019-04-01.

Event description:
It was reported that an unspecified number of syringes 0.5ml 31ga 6mm experienced hub separation from the device during use. The following information was provided by the initial reporter: material no.: 324911 batch no.: unknown (provided 9091893). Consumer reported having a hard time removing shield and when it finally came off, the needle and hub separated and stayed in shield. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-01. H.6. Investigation summary: customer returned (1) 31gx6mm, 0.5ml bd insulin in an open polybag from cat# 324911, lot# 9091893. Consumer reported having a hard time removing shield and when it finally came off, the needle and hub separated and stayed in shield. The returned syringe was examined and it was observed that the needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed a review of the device history record was completed for batch# 9091893. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200832224] noted for high shield pull. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: a quality notification (zm) #200832224 was created for high shield pull. Root cause was unknown. Corrective action: l2l dispatch was created to oil the slide on the shield carriers. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.